Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient received inappropriate antitachycardia pacing and hv therapy for supraventricular tachycardia. Programming changes were made, and the patient was placed back on medication to treat his vt. No further episodes were detected. Device remains implanted.